Manufacturer narrative:
Visual inspection showed the edges of the adhesive between the plastic housing of the luer and internal irrigation tubing catch the light and give the illusion of cracks in the plastic. The adhesive covers approximately one third of the luer housing. Neither the luer nor the internal tubing appears to be compromised. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection showed that the catheter passed both right and left curve tests. The ablation was verified and the device was found within specifications. However, a bubble did appear in the luer when the pump was in use. The bubble was not within the tubing itself, but between the tubing and the plastic housing of the luer. There appears to be a gap in the adhesive between the luer housing and the tubing that allows liquid to migrate between the tubing and the housing giving the appearance of bubbles in the line. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was a bubble in the leur lock. An intellanav oi was selected for use in atypical flutter ablation procedure in the right atrium, left atrium and coronary sinus. During flushing and preparation of the line, there was a bubble in the luer lock connection and the physician noticed a crack right near the bubble in the luer lock. The physician attempted to clear the bubble during flushing by tapping the luer lock vigorously with hemostats. The intellanav oi never went inside the patient's body. They replaced it with another intellanav oi to complete the case. No patient complications occurred and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a bubble in the leur lock. An intellanav oi was selected for use in atypical flutter ablation procedure in the right atrium, left atrium and coronary sinus. During flushing and preparation of the line, there was a bubble in the luer lock connection and the physician noticed a crack right near the bubble in the luer lock. The physician attempted to clear the bubble during flushing by tapping the luer lock vigorously with hemostats. The intellanav oi never went inside the patient's body. They replaced it with another intellanav oi to complete the case. No patient complications occurred and the patient was fine.